Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer experienced a low bg of 42 mg/dl due to malfunction. Customer consumed carbohydrates to address bg. Customer reverted to an alternate method of insulin therapy. Replacement pump was sent to resolve issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.